Event description:
Event description boston scientific crm received information that the pacing system had episodes of ventricular oversensing due to myopotentials. This issue was reproducible with arm movements.